Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: left coil migrated into uterus") and abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for weight gain: depo provera from 2003 to 15-jan-2004. Concurrent conditions included hypothyroidism and nabothian cyst. Concomitant products included bupropion (wellbutrin) and levothyroxine sodium (synthroid). On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), mood swings ("mood swings"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("painful intercourse"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and migraine ("migraine headaches"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginitis") with vaginal discharge and vulvovaginitis ("vulvovaginitis,"). On (B)(6) 2014, the patient experienced weight increased ("weight gain/loss specify which one: 20 lb weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems"). The patient was treated with metronidazole (flagyl), ibuprofen (ibuprofene), surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, urinary tract disorder, fatigue, vaginal infection, vulvovaginitis, bladder disorder, mood swings, anxiety and depression had resolved and the weight increased was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, mood swings, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Approximate weight at time of essure placement: 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed fallopian tubes bilaterally occluded on (B)(6) 2015 : hysterosalpingogram : results: other no spill of dye was noted from either the left or the right fallopian tubes. Both the essure devices were noted and in an expected location. Received results (B)(6) 2006 successful occlusion. (B)(6) 2006: hysterosalpingogram impression: bilateral fallopian tube stents noted. No extravasation of contrast or free spill of contrast identified from the fallopian tubes. Uterosacral colpopexy. Cystoscopy. Preoperative diagnosis: stage ii uterovaginal prolapse. Postoperative diagnosis: stage ii uterovaginal prolapse. Complications: none. Findings: there were changes consistent with stage ii uterovaginal prolapse. Each of the fallopian tubes grossly appeared normal as did each of the ovaries. Performed the colpotomy 360 degrees,passing the uterus, cervix, bilateral fallopian tubes with essure coils out vaginally. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received : the product and patient information updated. The event abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hysterectomy (full), infection type: vaginitis and vulvovaginitis, malposition of essure device location of device: uterus, migraines / headaches, migration of essure device location of device: left coil migrated into uterus, pain, perforation (uterus), psychological or psychiatric problems condition: mood swings, anxiety and depression, salpingectomy (bilateral removal of fallopian tubes), vaginal discharge, weight gain/loss specify which one: 20 lb weight gain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: left coil migrated into uterus") and abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for weight gain: depo provera from 2003 to 15-jan-2004; for an unreported indication: ortho tri-cyclen and ortho evra patch. Concurrent conditions included hypothyroidism and nabothian cyst. Concomitant products included bupropion (wellbutrin) and levothyroxine sodium (synthroid). On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), mood swings ("mood swings"), anxiety ("anxiety") and depression ("depression"). On(B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("painful intercourse"). In (B)(6) 2009, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and migraine ("migraine headaches"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginitis") with vaginal discharge and vulvovaginitis ("vulvovaginitis,"). On (B)(6) 2014, the patient experienced weight increased ("weight gain/loss specify which one: 20 lb weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and hypothyroidism ("hypothyroidism"). The patient was treated with metronidazole (flagyl), ibuprofen (ibuprofene), surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, urinary tract disorder, fatigue, vaginal infection, vulvovaginitis, bladder disorder, mood swings, anxiety and depression had resolved and the weight increased and hypothyroidism was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, menorrhagia, menstrual disorder, migraine, mood swings, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Approximate weight at time of essure placement: 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed fallopian tubes bilaterally occluded on (B)(6) 2015 : hysterosalpingogram : results: other no spill of dye was noted from either the left or the right fallopian tubes. Both the essure devices were noted and in an expected location. Received results (B)(6) 2006 successful occlusion. (B)(6) 2006: hysterosalpingogram impression: bilateral fallopian tube stents noted. No extravasation of contrast or free spill of contrast identified from the fallopian tubes. Uterosacral colpopexy. Cystoscopy. Preoperative diagnosis: stage ii uterovaginal prolapse. Postoperative diagnosis: stage ii uterovaginal prolapse. Complications: none. Findings: there were changes consistent with stage ii uterovaginal prolapse. Each of the fallopian tubes grossly appeared normal as did each of the ovaries. Performed the colpotomy 360 degrees,passing the uterus, cervix, bilateral fallopian tubes with essure coils out vaginally. Most recent follow-up information incorporated above includes: on 27-jun-2018: from pfs event " hypothyroidism" added. Historical drug are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("malposition of essure device location of device: uterus, migration of essure device location of device: left coil migrated into uterus") and abdominal pain ("severe abdominal pain") in a 27-year-old female patient who had essure (batch no. 509816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for weight gain: depo provera from 2003 to (B)(6) 2004; for an unreported indication: ortho evra patch and ortho tri-cyclen. Concurrent conditions included hypothyroidism and nabothian cyst. Concomitant products included bupropion (wellbutrin) and levothyroxine sodium (synthroid). On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine pain, device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), mood swings ("mood swings"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("painful intercourse"). In (B)(6) 2009, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and migraine ("migraine headaches"). On (B)(6) 2012, the patient experienced vaginal infection ("vaginitis") with vaginal discharge and vulvovaginitis ("vulvovaginitis,"). On (B)(6) 2014, the patient experienced weight increased ("weight gain/loss specify which one: 20 lb weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and hypothyroidism ("hypothyroidism"). The patient was treated with metronidazole (flagyl), ibuprofen (ibuprofene), surgery (total laparoscopic hysterectomy, bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, urinary tract disorder, fatigue, vaginal infection, vulvovaginitis, bladder disorder, mood swings, anxiety and depression had resolved and the weight increased and hypothyroidism was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hypothyroidism, menorrhagia, menstrual disorder, migraine, mood swings, urinary tract disorder, uterine perforation, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Approximate weight at time of essure placement: 133 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed fallopian tubes bilaterally occluded on (B)(6) 2015 : hysterosalpingogram : results: other no spill of dye was noted from either the left or the right fallopian tubes. Both the essure devices were noted and in an expected location. Received results (B)(6) 2006 successful occlusion. (B)(6) 2006: hysterosalpingogram impression: bilateral fallopian tube stents noted. No extravasation of contrast or free spill of contrast identified from the fallopian tubes. Uterosacral colpopexy. Cystoscopy. Preoperative diagnosis: stage ii uterovaginal prolapse. Postoperative diagnosis: stage ii uterovaginal prolapse. Complications: none. Findings: there were changes consistent with stage ii uterovaginal prolapse. Each of the fallopian tubes grossly appeared normal as did each of the ovaries. Performed the colpotomy 360 degrees,passing the uterus, cervix, bilateral fallopian tubes with essure coils out vaginally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirmed fallopian tubes bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.